Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Additional product code: lxh. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number: (B)(6). Part 03.812.003, lot 7546227: manufacturing site: (B)(4). Manufacturing date: 03october2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported procedure was a transforaminal lumbar inter-body fusion (tlif). On insertion, the instrument was difficult to use. When removed and inspected, it was found that the proximal tip of the shaft had sheared off and was trapped in the applicator knob. A second shaft and knob were used instead. The patient outcome post-surgery is unknown. It was reported there was a one minute delay in surgery. No adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that the coupling part (knob) of the applicator inner shaft is broken off as complained. The instrument is in a used, but otherwise good condition. The broken off knob was received back inside the article as mentioned in the complaint description. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. Measurement of the position of the broken off knob is not possible due to the damages sustained. There is no particularize information pertaining to what has happened to this article; therefore, the exact reason for this problem cannot be determined. It is likely that high applied mechanical force led to the visible damage. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.